Event description:
This is a spontaneous case report received from a lawyer / attorney in the united states, on behalf of a plaintiff in united states on 17-jun-2016 which refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2015 for permanent sterilization. Shortly after undergoing the essure procedure, a hysterosalpingogram (hsg) test was performed and she was advised that her coils were properly placed. However, her post-procedure period has been marked by increasingly severe pain and discomfort, including chronic pelvic pain, chronic back pain, abdominal bloating, abdominal pain, pain during intercourse, excessive weight gain, and chronic fatigue. She never experienced any of these conditions prior to undergoing the essure procedure. Subsequently, she sought treatment for her symptoms but was unable to resolve her symptoms. On (B)(6) 2015, she underwent a hysterectomy to have the essure coils removed. Follow-up received on 30-jun-2016: quality-safety evaluation: this adverse event report is related to a product technical complaint. (B)(4). In this case no sample was returned and hence we could not conduct a device sample investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this is a non-medically confirmed spontaneous case report under litigation. It refers to an adult female plaintiff who experienced chronic pelvic pain among other non-serious events shortly after essure (fallopian tube occlusion insert) insertion procedure. She sought treatment but was unable to resolve them. Approximately 8 months after essure insertion, she underwent a hysterectomy to remove essure coils. Pelvic pain is listed in the reference safety information for essure. Considering that essure may cause pelvic pain, that in this case the pelvic pain started after essure insertion, that she never had this pain prior to essure and that no alternative explanation was provided, a causal relationship with essure therapy cannot be excluded. This case is regarded as incident since device removal was required. According to the product technical complaint analysis, a product quality defect could not be confirmed but is considered plausible; a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs